Manufacturer narrative:
This report is submitted on august 15, 2016, by cochlear limited on behalf of cochlear (B)(4). (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain with and without device use. Subsequently, the patient was treated with antibiotics (type, date and duration not reported) however, the issue did not resolve. Revision surgery is planned; however, it is unknown whether this has yet to take place, as of the date of this report.

Manufacturer narrative:
The correct 510k number is k131240, not k121317 as previously reported. The correct common device name and product code is lxb, not mah as previously reported. The correct brand name is cochlear baha attract system, not flange fixture and abutment as previously reported.

Manufacturer narrative:
Per the clinic, the patient underwent a nerve block procedure on (B)(6) 2016 under local anesthetic to administer a steroid injection.